Event description:
On (B)(6), an (B)(4) customer has commented that this product was false negative because she had positive result when she went urgent care center. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.).